Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had a minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, and cracked reservoir tube lip. The device received without belt clip. Unable to verify damage to belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 256 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.